Event description:
A user facility reported that after treatment with splendor x, three (3) patients sustained burns. They suspected the energy seemed to be too high and she has burned the clients. The customer reports that the patient jumped/flinched and she wants to have the system checked. They also noticed visible redness to the skin. This complaint represents all 3 patients as no incident forms were sent to lumenis.